Event description:
An aneurx bifurcated stent graft of unknown dimensions and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknown. The patient has previously had a coronary artery bypass graft procedure. It was reported that the patient was seen by the implanting physician for their six-month follow-up evaluation but refused to return for any further visits, it was reported that the patient presented to the emergency room in 2003 with severe abdominal pain. The patient was taken to the operating room and the stent graft was successfully explanted. The physician reported that there was no evidence of any mechanical problems with the stent graft. The aneurysm appeared to have expanded posteriorly, suggesting a lumbar artery had become patient, causing a type ii endoleak.it was reported that the patient tolerated the procedure well and no intraoperative complications were reported. The patient is reported to be fine. The device has been received and its analysis is pending.